Manufacturer narrative:
Corrected field: outcomes attributed to adverse event. The device was returned for evaluation. The position of the cam when valve was received was 150mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks were noted. The catheters were irrigated, no occlusions noted. The valve was reflux tested; no issues found. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim programmable valve with distal catheter migrated after placement, the patient developed meningitis and the device was revised with an unknown device. The abdominal catheter was into the intestinal canal, and the patient had meningitis. There is no information regarding the treatment of the meningitis or the status of the patient post treatment. The surgeon requested to investigate that the meningitis is related with the abdominal catheter or not and the catheter was discoloring. There is no further information regarding the catheter discoloration. No further information was provided by hospital. The product will be returned to your site.